Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the lead body was clamped/kinked and the proximal and distal insulations damaged/abraded between 28.6 cm to 29.2 cm from the connector pin. The damage is consistent with that produced by clavicular crush and also indicated that the lead was abraded against another implantable device. The damage to the distal insulation resulted in the shorting of the coils.

Event description:
It was reported that a lead impedance anomaly was confirmed. X-ray indicated an insulation break at the clavicular region. The lead was removed and replaced.